Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that prior to the implant attempt, after opening the package, the physician noticed a bend in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).